Manufacturer narrative:
Customer cancelled the service request, therefore, service was unable to evaluate the device. If the customer wants the cysto table repaired, they will call us. Search of the service records shows the last service call to this system was for a standard preventive maintenance check in september 2007 and february 2008.

Event description:
(B) (4) customer reports via phone (B) (6) male pt undergoing a procedure for stent placement and stone removal. During the procedure, the monitor faded where the image could not be seen by the physician. Procedure was completed via the endoscope. No reported injury.